Event description:
It was reported that the 8110 syringe module was requested for repair for a broken/damaged barrel clamp.

Manufacturer narrative:
The customer reported problem was confirmed. Upon visual inspection the service technician noted that they replaced barrel clamp, front cover, rear case, shaft seal, and latch module. Performed calibration. A review of the device history record for sn (B)(6) was performed from date of manufacture 1/15/2014 to the present date 10/21/2020 and note that this device has been returned for service two times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to a broken clamp on the barrel clamp assy.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the 8110 syringe module was requested for repair for a broken/damaged barrel clamp.